Event description:
The customer reported the mx40 telemetry device had a speaker malfunction error message and no audible sound. There was no impact to a patient or user.

Event description:
The customer reported the mx40 telemetry device had a speaker malfunction error message and no audible sound. There was no impact to a patient or user. The device was not in use at time of event.